Event description:
It was reported that after inserting the intra-aortic balloon (iab), therapy could not be initiated and the console generated a fiber optic sensor failure alarm. The provided pressure tubing provided was not initially used. The console was switched out and a new iab was inserted to continue therapy with the provided pressure tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.